Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.

Event description:
It was reported post implant of a realize band, subject developed a right upper quadrant incisional hernia. It was repaired and the injection port was replaced. The patient was discharged home same day. The device will not be returned. It was discarded.